Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: fr995-21 tissue valve, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
Just over five months post implant it was reported that the defib impedance for the right ventricular (rv) lead has increased above the programmed alert threshold and therefore triggered a rv defib impedance out of range alert. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up information that the physician stated the patient was fluid overloaded and this was the reason the impedance levels on the right ventricular (rv) lead coil had risen. Therefore, the alert was increased.